Manufacturer narrative:
The device was not returned to olympus for evaluation. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus that the image was noisy or lost using light source with 190 mm endoscopes during procedure. There were no reports of patient harm.

Event description:
The customer reported that the procedure was completed with the same device without delay. Additionally, when hitting the cable, the image only went down for a few seconds, and it recovered immediately.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. New information added to the following fields: b5, h4, h6 and h10. Corrected data field: d8, d9, h3 and h10. The device was evaluated by a field service engineer and the endoscope connection base was replaced. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 6 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be determined. However, the output connector was worn and it is likely that the event reported as "no image" temporarily occurred due a contact failure. Olympus will continue to monitor field performance for this device.